Event description:
"The pt had come back to the clinic to have this pump changed. Half the contents were still in the pump. No blockage in pt's line." Device contained 1960 mg 5fu and normal saline for a total fill volume of 252mls. No pt injury reported.